Event description:
The facility reported an infusion pump with constant alarms. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient injury or medical intervention. No additional information was provided regarding the patient¿s demographics, medication involved, or device programming. No additional contact information was available. The pump was evaluated and found that the pump started alarming depleted battery after passed self-test. Failure 570 was found in the event history that could caused by depleted main batteries.